Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd ultra-fine¿ pen needle difficult to detach. The following was reported: "material no. 320144, batch no. Unknown. It was reported that the pen needle was hard to detach from the pen. Verbatim: pharmacist from (B)(6) called to see nurse called him on behalf of a patient on (B)(6) 2019 to find out if we are selling any device to detach the pen needle since they are too tight and patient has arthritis on the hand. When I asked if the hub was still sitting on the pen, pharmacist replied he is not able to answer the question and have the nurse call us directly to us and disconnected the call. I was not able to get more information. Date of occurrence is unknown."